Event description:
It was reported that pump experienced malfunction with code malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support who provided instructions to reset the malfunction, assisted with performing reset, and confirmed issue did not recur, and customer was advised to continue using pump and to call back if malfunction code appeared again.